Event description:
It was reported to boston scientific corporation that a pneumatic inflator was used in a procedure performed on (B)(6), 2023. During the procedure, when inflating the manometer, the needle did not go up and down. The surgeon performed the dilation by incising on the manometer without precise measurement. The procedure was completed with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0902 captures the reportable event of gauge reading inaccurate. Block h10: investigation results one pneumatic inflator device was returned, and a visual examination found that that the gauge needle was pointing straight down, below zero (0). No other defects were observed on the returned device. The inflator bulb was compressed repeatedly, and air pumped out of the tubing, however, the gauge needle remained stuck straight down. The pressure gauge was disassembled, and it was noted that the silver spring was detached from the white gear component. The spring was re-attached using tweezers. After repair, functional testing was performed by attaching a balloon and compressing the bulb. The gauge needle increased along with the pressure correctly and the balloon was inflated successfully and was held for approximately 10 seconds with no issues. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of gauge reading inaccurately was confirmed. Analysis of the returned device found the gauge needle on the pneumatic inflator did not move when the device was pumped. Disassembly of the pressure gauge identified detached internal components. Re-attaching the components resolved the pressure gauge problem the unit functioned as expected. No external damage was observed on the returned device. It is possible that the unit may have been dropped prior to use or the use over time resulted in the detached internal components. Based on all gathered information, the most probable cause of the reported event was determined to be cause traced to component failure, which indicates that the problems were traced to an expected or random component failure without any design or manufacturing issue. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Manufacturer narrative:
Imdrf device code a0902 captures the reportable event of gauge reading inaccurate.

Event description:
It was reported to boston scientific corporation that a pneumatic inflator was used in a procedure performed on (B)(6) 2023. During the procedure, when inflating the manometer, the needle did not go up and down. The surgeon performed the dilation by incising on the manometer without precise measurement. The procedure was completed with the original device. There were no patient complications reported as a result of this event.